Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they were seen by a dentist for a check up and they need to see an orthodontist to help move their bottom teeth due to the aligners not moving them. They will have to have a tooth removed so the others can move. Requested diagnostic findings/letter of recommendation from dentist/orthodontist and additional information.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.